Event description:
It was reported during a cerebral angiogram with coiling procedure, the coating of the subject guidewire was peeling off. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient. The patients condition was stable following the procedure. No additional information available.

Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported during a cerebral angiogram with coiling procedure, the coating of the subject guidewire was peeling off. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient. The patients condition was stable following the procedure. No additional information available.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The physician reported the fact that coating of the wire tip peeled. It is possible that the coating peeling may have occurred during backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.